Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: investigation of the returned device found that only the dislodged stent implant was returned. The stent implant was returned attached to a snare device. The proximal and middle portion of the stent was mangled, which is consistent with retrieval with a snare. The distal outer diameters of the stent implant were measured and met manufacturing criteria; however, due to the noted damage, the middle and proximal outer diameters were not measured. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. The stent delivery system (sds) and the used guiding catheter were not returned for analysis, which would have assisted in the investigation. However, since there was no report of any damage observed to the sds, stent implant, or guiding catheter prior to the procedure, this may suggest that a product deficiency did not contribute to the reported difficulties. It is most likely that after the attempt to cross the calcified lesion, the stent implant became disrupted on the balloon, such that as the sds was being withdrawn, an interaction between stent implant and the tip of the guiding catheter caused the struts to flare and further attempts to remove the sds would have contributed to the stent dislodging. Reportedly, the sds was re-inserted after the failed attempt to cross. It should be noted that the xience v instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. (Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.) It is unknown how, if at all, this may have contributed to the reported difficulties. The failure to cross, stent damage, stent dislodgment, and difficulty to remove the sds appear to be related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a bifurcation lesion at the proximal left anterior descending (lad) artery and the left circumflex (lcx) artery, with moderate tortuosity and heavy calcification. Pre-dilatation was performed. A 2.5 x 23 xience stent delivery system (sds) was advanced to the lad; however, it would not cross the lesion; therefore, a 2.75 x 18 xience v was implanted in the lcx first, and the 2.5 x 23 xience was re-delivered to the lad, with a balloon catheter positioned in the lcx, as an anchor; however, the sds still would not cross the lesion. During removal of the sds, resistance was noted between the stent and the tip of the guide catheter, and the stent dislodged, remaining in the left main. A goose neck snare was used to successfully retrieve the dislodged stent; however, the stent was observed to be stretched due to resistance during retrieval. Another xience v stent was implanted in the lad to complete the procedure. No adverse patient effects were reported. No additional information was provided.